Manufacturer narrative:
(B)(4). Date sent: 5/15/2026. D4 batch #: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: I do not have the enseal for return or the lot number. Nslx145c attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a lap sleeve gastrectomy, they had completed use of enseal x1, he was changing instruments and randomly an "energy module error" screen popped up. The screen was frozen for about 10 seconds and then it cleared. After the error disappeared, the enseal started activating with no one touching the seal button while sitting on the mayo stand and went on activating until they pulled the plug on the generator after about 10 seconds. They restarted the generator and everything worked fine; the case was finished with no patient harm.